Event description:
It was reported to philips that the device's wired footswitch was damaged, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
According to the additional information received, when the issue occurred, the system was in clinical use for the coronary procedure. The fluoro switch on the left-side of the footswitch failed, and the customer changed the setting of the right-side switch as fluoro switch to complete the surgery without delay. A philips remote service engineer (rse) connected remotely with the customer, and the customer stated that the footswitch did not operate intermittently/was damaged, therefore customer requested a wired footswitch via a nemo (no engineer material only) work order. Later on, (B)(6) 2024, the fse replaced the footswitch and reset the setting of footswitch to solve the reported problem. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after changing the setting of the right-side switch as fluoro switch to complete the surgery using the same system, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.